Manufacturer narrative:
Title early outcomes of two-stage minimally invasive oesophagectomy in an australian institution source royal australasian college of surgeons, 2018 (1-5) date of publication: 23 may 2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature study, a total of 62 cases were reviewed for morbidity and mortality after a two-staged minimally invasive oesophagectomy (mio) procedure. It was reported 3 patient's required conversion for reasons not reported. Post-operative complications reported include: anastomotic leak, chyle leak, wound infection, anastomotic stricture, one conduit ischaemia required reoperation and formation of oesophagostomy, five post-oesophagectomy hiatal hernias requiring re-operation.